Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump had an error code. There was no patient injury reported.

Manufacturer narrative:
Other text: b5: additional information was received via email from customer on 02-sep-2022 by the manufacturer to the complaint object: these were not patient issues. These were machines that had errors when our IV staff was testing them. The patients as far as I am aware were not involved with them. They are generally reported by the nursing staff when they are trying to treat the patients. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed upon receipt, but the battery compartment was broken. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error code appeared after replacing the battery compartment. Root cause of the reported issue is unknown. Replaced the downstream occlusion sensor, the upstream occlusion sensor, and the battery compartment. The main board will also be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.